Manufacturer narrative:
Sample eval is not relevant for the described event. The use of the corpak feeding tube did not cause or contribute to the reported event. The cause of the reported event is human error. The luer lock syringe was mistakenly connected to an IV when it should have been connected to a feeding tube. In addition the use of a luer lock syringe is not required for administering medication via a feeding tube. Oral syringes are compatible with corpak feeding tubes and do not fit standard IV connectors. Jcaho publication issue 36 dated april 3, 2006, sentinel event addresses this exact issue. Recommendation #8 of the sentinel event states: "never use a standard luer syringe for oral medications or enteric feedings."

Event description:
The rn was administering medications (phenytoin 100mg oral suspension and diltiazem 30 mg tablet). Both medications were ordered to be administered via cortrak feeding tube. The cardizem and dilantin were placed in a 60ml luer lock syringe. These two po medications were given through the IV inadvertently. The error was immediately seen and the rn tried to withdraw the medications from the IV. The pt became unresponsive. Rapid response was called. The pt became pulseless. IV atroprine and epinephrine given. Pt was a dni. Daughter requested that resuscitation be stopped. Pt expired. The event was reported by the customer due to the reported likelihood of confusion of using luer lock syringes intended for po medications with corflo/cortrak and inadvertently given through the IV.